Event description:
It was reported that cracks were found on the sides of the paddles. Further information was provided that just the case was damaged.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Statement: it was reported that cracks were found on the sides of the paddles. There was no adverse patient impact reported.